Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far p oversensing, failure to capture during an x-ray dislodgement on the atrial (ra) lead was confirmed. On 2 2022, the physician elected to reposition the ra lead. The patient was in stable condition.